Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4);reason for original complaint. Dr (B)(6) required to perform a revision from a case that dr (B)(6) originally performed in (B)(6) 2006, as patient was experiencing considerable pain. Taken from email dated 3rd september 2014.

Event description:
Patient was revised to address loosening of the stem.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.